Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized on the same day as onset and was treated with vancomycin injection (2gm, stopped), meropenem injection (1gm, stopped) and amikacin injection (125mg, stopped). The patient was discharged 7 days later and was recovered. No additional information is available.